Event description:
A male underwent initial zenith aaa repair in 2008. The pt's anatomy was suitable and did not include obstacles such as tortuosity or calcium. The procedure consisted of placement of a zenith main body extension and a zenith iliac leg. The procedure was conducted without reported incident. In 2009, the pt underwent an additional zenith aaa procedure where a zenith converter was placed. The final procedure took place five months later . A zenith renu converter and two zenith iliac legs were placed to bypass an aneurysm that had continued to grow in the right common iliac. In order to occlude the aneurysm, it was necessary to bypass the previously existing grafts. The renu convertor and the two iliac legs provided the necessary length to occlude the aneurysm. The status of the pt is unk.

Manufacturer narrative:
The line of zenith devices have completed the appropriate design control activities showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each device is shipped with an IFU describing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Specific to this case, the IFU lists several warnings/precautions that, if followed, could reduce the probability of an aneurysm continuing to grow; anatomical requirements, planning and sizing guidelines, proper ballooning sites. It is unclear at this time why the aneurysm continued to grow. Based on the info provided, the user did not feel the graft was responsible for the continued growth, and an endoleak was not explicitly reported. The failure mode assigned to this investigation is "aneurysm growth with no signs of endoleak". Additionally, it is unclear at this time as to the exact location of the aneurysm. The provided info stated the first procedure consisted of deploying a main body extension and a leg extension. If a main body graft was not used, this would likely be considered off-label use. Additionally, if the aneurysm was located in the iliac, as opposed to an aorto-iliac aneurysm, this also would be considered off-label use. A root cause cannot be determined at this time. We will continue to monitor for similar complaints.